Event description:
It was reported that the patient experienced premature infusion set tape separation due to adhesive failure on (B)(6) 2025. The set lost adhesion and detached while set was in use.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.